Event description:
It was reported that pump displayed repeated minimum fill notifications during attempts to load cartridge despite sufficient insulin being present and multiple reload attempts, including with a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer support guided caller through cleaning pump, reloading existing and new cartridges, and then escalated call, after which advanced support decided to replace pump; customer planned to use multiple daily injections as backup therapy, received instructions to place pump in storage mode, return it within required timeframe, and set up and reconnect replacement pump upon receipt.